Event description:
It was reported that during an implant attempt, the right ventricular [rv] lead was damaged due to the patient's very "tight" anatomy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.